Event description:
Customer called to report the insulin pump alarmed for no delivery during the manual prime process. The insulin pump also alarmed for unexpected restart shortly after inserting a new battery. Blood glucose reading was 190 mg/dl. The customer did not want to troubleshoot for the no delivery alarm. The infusion set will be replaced. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.